Event description:
The patient did not have paresthesia coverage where it was needed. Impedance measurements were within normal limits. The patient had surgery to place a second lead. The hcp was unable to remove the original lead. A new lead was placed. It was reported to be a very difficult placement with no improvement in paresthesia. The patient was given the option of another lead revision. The patient's outcome was reported as 'recovered without sequela' based on last follow up.